Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that the peek housing was broken leaving internal parts exposed; however, it could be related to the handling during the return to be analyzed but, it cannot be conclusively determined. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device 30950123m number, and no internal actions related to the complaint were found during the review. The deflection issue reported by the customer cannot be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning: do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. The potential cause of the damage on peek housing cannot be established. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and post procedure the bwi product analysis lab revealed that the peek housing was broken leaving internal parts exposed. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.